Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve deployment and position - thv embolized into ventricle" was unable to be confirmed due to unavailable of relevant imagery and medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, "the sapien 3 valve was explanted at implantation and a 27-mm edwards inspiris resilia valve was implanted instead. The reason for the valve removal was that the valve embolized to the ventricle, as the pusher was not removed before balloon inflation." Per the IFU, "before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker." If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to inflation balloon movement toward ventricular during the balloon inflation or valve deployment, which resulted in valve embolized into ventricle as reported. As such, available information suggests that procedural factors (flex tip not retracted prior to deployment) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, it was a case of a 29mm edwards sapien 3 transcatheter heart valve in aortic position. The sapien 3 valve was explanted at implantation and a 27mm edwards inspiris resilia valve was implanted instead. The reason for the valve removal was that the valve embolized to the ventricle, as the pusher was not removed before balloon inflation. Patient post-operative status was in recovery in the ICU.